Manufacturer narrative:
(B)(4).

Event description:
Per the reporter, the physician was able to aspirate the reservoir, but unable to fill it. The physician indicated "the safety valve had released." The entire drug was aspirated and all the air pressure was released. After this occurred, the physician was able to refill the pump successfully. Additional information has been requested, but was not available as of the date of this report.